Event description:
Healthcare professional reported "deflated saline" and "450cc inflated to 500cc". Later healthcare professional "ruptured". This record is for the left side. Device was explanted and replaced. Device was discarded.

Manufacturer narrative:
Clarification to b3. Date of event: jan 2025 was reported. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, improper or incorrect procedure or method.